Manufacturer narrative:
The insulin pump was received with the new style all black retainer still attached to the pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. The insulin pump alarmed pump error 38 during rewind due to corroded motor home switch. Moisture damage was also found on the electronic assembly during visual inspection. The pump was also received with scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.